Event description:
Operator reportedly received the following results on the inform system within 10 minutes: 36 mg/dl and 157 mg/dl. Operator ran a patient test and then laid the meter on a bed. The bed sheet touched the dosing area of the strip and the blood was pulled out of the capillary area on the strip. The meter continued with the test and reported a result of 36 mg/dl. The patient was not having hypoglycemic symptoms, so the operator ran another test and the result was 157 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.